Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and magnet tones could not be elicited. The physician elected to explant the ICD.